Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric sleeve, on the first load being applied to the stomach, the stapler was able to fire, the staples did not form correctly, some were open. The staple line was incomplete proximally. The jaws of the device locked on tissue and was removed normally once stapling was finished. The staples fell into the patient¿s cavity and were not retrieved. The doctor used a manual suture to complete the case.